Manufacturer narrative:
The pump passed the displacement test and self test. No unexpected hal software error detected alarm or the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed hal software error detected alarm (line number 1421 file number 32122) and the main arm cannot communicate with the motor arm alarms due to a software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had received error alarms. Troubleshooting was performed. The customer was advised to change the infusion set. No harm was reported during the incident. The insulin pump was returned for analysis.